Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. The complaint of swg kinked in use was able to be confirmed by the photos. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide "is collapsed" and does not pass through the syringe. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide "is collapsed" and does not pass through the syringe. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).